Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when unboxing the leadless implantable pulse generator (ipg) system (before flushing) the physician observed one drop of liquid in the transparent cup, with apparent liquid that appeared to be more viscous/thick than water. The leadless ipg system was not used. A different leadless ipg system was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Mc1vr01-delsys return date: 2019-01-29. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that there was a visual observation with the delivery system. The delivery system outer shaft was kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 7.2 centimeters from the distal end of the delivery system. There is a liquid ring in the device cup at 1 centimeter from the distal end of the device cup. There are droplets of silicon in the device cup at various locations in the device cup; fdc, fdr, fdm. If information is provided in the future, a supplemental report will be issued.